Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. In this case, it appears that the prostyle device needles were deployed through the caudal device sheath. This interaction can occur due to multiple access sites and would subsequently contribute to the reported damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional pulsed field ablation (pfa) procedure with a 10f sheath. Reportedly, this was a multi-access procedure, with a 10f access site and a 7f access site. The prostyle device was deployed at the 10f site; however, during deployment, the device pierced a 7f caudal sheath in the second access site. The 7f sheath became stuck in the patient. The prostyle device was removed with no resistance. The prostyle suture that pierced the 7f sheath was cut, and the sheath was able to be removed. A non-abbott device was used to achieve hemostasis for the 7f access site, and a new prostyle device was used to achieve hemostasis in the 10f right common femoral vein. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.